Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation therapy. Diagnostics revealed two contacts with high impedance values. Images taken showed the lead had moved out of the epidural space. The patient underwent surgery on (B)(6) 2016, where the lead was explanted and replaced. The patient's stimulation therapy was restored.